Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that during an orif of an ankle, the guide pin broke off in the drill guide. The remainder of the pin was disposed.

Manufacturer narrative:
Correction: sections d9, h3, h6 (method and results codes). The reported event could be confirmed. The device inspection revealed the following: the two devices were returned and match the reported event. The remains of the pin are still stuck to the guide, with no possibility of disassembling them. The most probable root cause that could have led to this event, is the inclusion of bone fragments between the pin and the guide. Insufficient information is provided to assess the breakage of the pin. A review of the device history was not possible because the lot number was not communicated, and the catalog and lot numbers of the device could not be read, since the device is stuck to the guide. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during an orif of an ankle, the guide pin broke off in the drill guide. The remainder of the pin was disposed.